Event description:
User facility reported that the device was in use with pt. According to reporter, sometime in use. The pt had an inflammatory response that became progressively worse over the 7 days that the tube was in place. The pt could not speak and the silicone tube was replaced with a pvc tube on the 7th day. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.